Manufacturer narrative:
A getinge field service engineer evaluated the issue and unable to replicate user complaint. Observed touchscreen sluggish response after being left turned on for a while, post cleaning and calibration. Fse identified several code 63 lines logged for unresponsive touchscreens, correlating with user complaint. Logs attached for reference. Replaced suspect touchscreen, and successfully obtained a responsive touchscreen. Unit calibrated and passed all functional and safety tests per factory specifications. No patient involvement. The failure analysis and testing dept. Received touch screen with a reported unit failure of unresponsive touch screen. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed touch screen into the monitor of the cardiosave test fixture and tested the display to factory specifications per procedure number 0002-07-d016 revision e and the cardiosave service manual part number 0070-00-0639 revision r. The fat dept. Verified that the touch screen in some areas was unresponsive, and other areas very sluggish to respond, even after calibration was performed. The fat dept. Verified the failure of a defective touch screen. Retaining the touch screen in the fat dept. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit had a defective touch screen. It was unresponsive. There was no patient involvement.